Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The pt reported that the pump worked for the first 3 months, but then it didn't "do what it was supposed to" after that. As a result, she was still on oral medication in conjunction with the pump therapy and she still experiencing pain. The pt planned to have the pump removed. The pump contained fentanyl, clonidine and bupivacaine. Dosages and concentrations were unk. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/08/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.